Manufacturer narrative:
Visual device evaluation: "device photographs for the device related to the reported events f capsular contracture and crease/folding of implant was reviewed on (B)(6) 2021. Visual analysis of the photographs: crease fold, cloudy in the gel and labeled as right side. Device analysis was performed through photographs. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode." Additional, changed, and/or corrected data: a.6, d.4, h.4.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. The device remains implanted.

Event description:
Healthcare professional reported crease folding of implant. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.